Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Customer was also having issues with sensor with inaccurate readings and not adhering. Blood glucose level at the time of the incident was over 500 mg/dl while sensor glucose was 230 mg/dl. Blood glucose at the time of the call was 273 mg/dl. Customer did not complete troubleshooting for the high readings. It was explained to customer the proper preparation process and insertion techniques. The sensor will not be returned for analysis.